Event description:
Initial and follow-up information received by a consumer in 2009 was processed together. This non-serious case was forwarded by our local affiliate. This case involves a female patient who received poly-l-lactic acid therapy in 2009 for aesthetic purposes to the neck, cheeks, and around the eyes. No additional treatment details were provided. Sometime the following month, the patient began noticing what she described as "balls and rocks" around the eyes, which her physician described as granules. She also noticed "bubbles" which were described as "saliences on the skin, as the skin had fattened." On the right eye the reaction was visible and on the left eye it was only noticed when she touched the skin. The next month, the physician applied a corticoid injection around the patient's eyes. He later (date nos) started applying distilled water around the eyes once a week. She has had 9-10 applications. The symptoms abated, but did not completely recover. The patient believes that the reaction occurred due to the unsuccessful esthetic treatment. According to her physician this reaction is common and little problem. A ptc (pharmaceutical technical complaint) was initiated. Additional information received four months later: results were received. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in another country. The review of the device history reports (DHR) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Manufacturer narrative:
Device qc performed.